Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after successful penetration it was discovered that the flow was occluded due to a bent catheter with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: after complete the penetration, flow occluded was noticed nurse retracted the 24g pegasus and noticed that issue was caused by catheter bent.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9168760. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Photos were submitted for evaluation of the device. The failure mode is confirmed, but the photos did not display the failure mode clearly enough to identify the root cause. A physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that after successful penetration it was discovered that the flow was occluded due to a bent catheter with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: after complete the penetration, flow occluded was noticed nurse retracted the 24g pegasus and noticed that issue was caused by catheter bent.